Event description:
The balloon would not deflate. A urologist inserted a guidewire and manually ruptured the balloon. No injury to the pt.

Manufacturer narrative:
It was reported that the clinician was attempting to remove the foley catheter and the balloon would not deflate. The balloon port was cut and the balloon would still not deflate. The urologist inserted a guidewire into the urethra and manually ruptured the balloon. No pt injury was reported. No issues were identified with the catheter or its function prior to removal. Three pieces of the catheter were returned for evaluation. The balloon was ruptured. The 4th piece encompassing the valve was missing altogether. A lengthwise dissection of all three pieces was made along the drainage and inflation lumens. No occlusion was identified to impede the flow of liquid to or from the balloon. Due to the ruptured balloon and the multiple pieces that were returned, it was not possible to test the inflation/deflation of the balloon. The function of the valve could not be tested or verified due to the fact it was not returned. We could not confirm the issue or identify a potential root cause. We have had no other similar complaints for this product in the past two years. No corrective action is indicated at this time.